Event description:
A caller reported experiencing a tandem mobi cartridge alarm. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact on the blood glucose levels. The technical support team confirmed the cartridge alarm and decided to replace the pump. The customer was informed and acknowledged the receipt of a replacement pump with updated software, along with training available in their tandem source account. The existing pump was to be returned to tandem, and the caller was informed about the return process. The customer planned to use a backup insulin pump in the interim.